Event description:
Hello, I had surgery to implant silicone breast implants by allergan in (B)(6) 2009. Immediately following the surgery, I developed chronic sibo which I am still battling to this day. Soon after I developed the following symptoms - severe fatigue, dizziness and vertigo, unrefreshing sleep / lack of sleep / difficulty falling and staying sleep, muscle and joint aches, sensitivity to light, headaches, severe anxiety, night sweats, chills, feeling of fever, tingling in hands and feet, heart palpitations, brain fog, lack of cognitive ability, unable to form sentences at times, short term memory loss, completely forgetting names and words, ears ringing, heightened sensitivity to loud noise, chronic sibo and constipation. I saw many drs and specialist for many different tests and suffered for years without a diagnosis. I saw a therapist weekly for over a year as some drs told me anxiety can cause some of my symptoms. My therapist confirmed it is absolutely not anxiety that is causing these symptoms. In (B)(6) 2018 I began to have breast pain and tenderness in addition to the above mentioned symptoms. I am using this date as the date the problem occurred because that is when it became so unbearable, I could no longer function. I had a lot of swelling and inflammation in my chest and abdomen. Please note that start of the symptoms came on immediately following my surgery in (B)(6) 2009. I continued to get worse as I searched for a diagnosis. I ended up deciding to remove my implants after speaking with women who had similar symptoms that had improve or went away after removing their breast implants. I had a bilateral capsulectomy on (B)(6) 2019. Immediately following the surgery, about 75% of the symptoms went away completely and the lingering symptoms are improving every day. My implants and capsule tissue were sent to pathology and tested positive for b cell lymphoma abnormalities and curtibacterium acnes (both right and left sides). Further testing and imaging also indicated I have a focal modular hyperplasia on my liver (the cause of which cannot be attested but I am disclosing this info anyway). In both right and left breast capsule specimen, cd19+cd20+b cells express dim cd5+ and are kappa light chain predominant. This finding is atypical and worrisome for (although not diagnostic of) a b cell lymphoproliferative disorder. Recommend peripheral blood flow cytometry for add'l workup. FDA safety report ID# (B)(4).